Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: while placing the trocar, the surgeon stated there was a lot of scar tissue in the fascia, the tip of the trocar broke into the cavity. X-rays were not taken, surgeon tried to find the piece visually and could not locate it. The piece still remains inside the pt cavity. A new trocar was opened to complete the procedure. No bleeding was reported. There was no delay in operative time. No tissue damage occurred.